Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report#: (B)(4). B. Braun complaint processing received one used perifix soft tip 701 nrfit-EU without packaging. The received catheter out of the set was taken to a visual inspection for damages according to the sap test plan and test method on damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component or impairs the appearance of the component. Actual: the received perifix catheter was torn off approx. 5 cm from the catheter tip. Other damages were not detected. In addition, the outer diameter of the perifix catheter was measured according to the drawing. Nominal: 0.84 mm +/- 0.04. Actual: outer diameter at several areas = 0.83 mm. The measured value of the catheter at the several areas was within our specifications. A manufacturing fault can be excluded since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Relating to the torn off catheter we assume of problems during the application process and therefore we consider the complaint as not confirmed. A review of the batch and manufacturing record revealed no abnormalities or nonconformities.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): the device is currently on shipping from united kingdom to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available." Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): end of needle broke off. On removal of the catheter, it was found to have broken off at the 5cm mark. The patient is okay and the small piece of catheter is in the small muscles of the back and doesn't need surgery to remove it.